Manufacturer narrative:
The pump had unresponsive esc and act buttons due to flattened dome switches. Unable to perform the displacement test due to the unresponsive buttons. No unlocked keypad connector noted at the lcd board. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and they have not used it in 1 month. Customer stated that their doctor could not push the buttons and the act button is unresponsive. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.